Event description:
It was reported an error code appeared on the external pacing generator (epg). Technical services (ts) suggested testing the device and if the test is within specifications it would be acceptable to use. Approximately one hour and seventeen minutes later a different error code was reported. Ts recommended removing the battery to reset it and turning the device on again. It was determined the epg was restored to service and working as designed. There was not a patient associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).